Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was 39 mg/dl at the time of the incident. The customer was treated with food. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. The customer uses the auto mode feature. Insulin delivery was not suspended due to sensor glucose. The customer stated that the insulin pump was over-delivering. The insulin pump will be returned for analysis. The reservoir will not return for the analysis.